Event description:
Reported as: port rupture (leak).

Manufacturer narrative:
Taper I. Medwatch sent to FDA on: 07/25/08. Allergan has rec'd the product, however, the analysis has not been completed at this time. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper I. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."